Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. No further detail was provided regarding treatment or whether the patient was hospitalized for the event. It was reported that the patient passed away at home. The cause of death was unknown. It was reported an autopsy was not performed. It was not reported if the peritonitis was resolved prior to death. Dianeal, extraneal, physioneal and nutrineal therapies were ongoing until the time of death. No additional information is available.